Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a standard follow-up, the pacemaker was reportedly found in standby mode and re-initialized. Patient was questioned but it was not possible to identify a potential source of external interferences leading to this switch in standby mode. After parameters reprogramming, the longevity was reportedly displayed on the screen at 21 years and 1 month.